Manufacturer narrative:
No lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending & analysis is performed monthly per (B)(4), where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that two regular absorbency tampons unraveled. One tampon just elongated and a second tampon elongated and tore in half. She states she is confident that she removed all the pieces and has no concerns. She has no odor, bleeding or vaginal discharge. No medical intervention was needed.